Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication. The customer stated that there was some delay in getting medication from the other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the communication bus cable had exposing wires and cut, causing the power supply to arc and not power on. A field service engineer replaced auxiliary cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.